Event description:
It was reported that the patient presented in-clinic for a generator replacement procedure. Prior to the procedure upon interrogation, it was noted that the right-atrial (ra) lead exhibited sensing of noise. No resolution was performed. The patient condition was stable.